Event description:
In 2003, bayer received notification via a copy of a voluntary medwatch form, that a customer was experiencing service problems with their immuno 1 system. They indicated that upon troubleshooting the system, they determined the problem to be related to clogged wash lines. They reported that this system issue caused the hospital laboratory to report out inaccurate results for cardiac marker tests.